Event description:
The surgeon has ordered the following replacement parts: I total ps - ipoly - 8mm insert - left - no trial rps-010-0800-010212 (B)(6). Reason infection. Original surgery date: (B)(6) 2024. New surgery date: tbd

Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery due to an infection. The original surgery date was (B)(6) 2024. The new surgery date was tbd. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the vhp method. This sn was sterilized on batch run # 2698 on 1/23/24. No ncmr's are associated with this lts-v batch run. There was one notable condition observed during the design phase which would have no impact on the patient getting an infection. A review of this sn resulted in 1 one return. The tibial trial and prep instrument m14-li left was missing from the stl frame. This non-conformance was captured in house and the 2 missing parts were manufactured and added to the rest of the jig set. This non-conformance would have no effect on the surgery and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device. Fmea-02604 rev ak was reviewed. Infection is a known risk of total knee replacement surgery. The risk of infection is adequately captured within the fmea document. No updates to risk analysis documentation are required at this time. Cannot definitively determine if the device caused or contributed to the failure mode